Event description:
The following information was reported: balloon pulled through the arteriotomy, the device was removed and manual compression was applied for 20 minutes. Patient's hospitalization was not extended due to the mynx procedure. Two sheath exchanges, 6f sheath was used.

Manufacturer narrative:
The device was returned with the introducer sheath engaged to the handle and the sealant remained in the manufactured position. The balloon from the returned device was inflated with water and pressure was maintained and the inflation indicator performed per specification. The balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. The review of the lhr (lot f1413505) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. However, it was reported that there were 2 sheath exchanges prior to deployment. Multiple sheath exchanges can enlarge the arteriotomy resulting in a pull through. There is no evidence to suggest that the mynx ace device did not meet specification or perform as intended per instructions for use (IFU).